Manufacturer narrative:
Inspected one opened and used reservoir and transfer guard performed pre-fill reservoir test per specifications. Reservoir failed per inspection found transfer guard needle loose. Unable to confirm the customer received the needle damage due to the customer returning the product opened/used.

Event description:
It was reported that the customer received three bad reservoirs. The three reservoirs had transfer guard needles that pushed through the body of the casing. The customer's blood glucose level was not reported. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)